Event description:
The customer contact reported sparks were noted inside the plug on the male end of the ac power cord. The device was returned to the biomedical engineering department with an unsigned noted that stated, "sparking inside of the plug end." No tracking info was provided: therefore, specific pt info, pump programming or event details were not available. During testing at the user facility after ac power cord of the device was plugged into ac power, sparks were noted inside of the plastic plug on the male end of the ac power cord. It was reported that the blade attached to the black wire was loose. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel, (B)(4).